Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the nurse was connecting the venous luer adapter to the dialysis machine and discovered there was a crack. The catheter was repaired with a repair kit and there was no patient injury.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. One photo was provided by the customer. Visual evaluation of the photo was performed. The picture showed a used palindrome catheter with signs of use. The venous adapter was broken. One used sample was received for analysis and investigation. Visual inspection of the catheter revealed that the venous (blue) adapter was broken on the thread pitch area. The event reported was confirmed. The instructions for use (IFU) state that the customer should perform an inspection before using the device and that over tightening catheter connections can crack some adapters. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information, it can be concluded that the product was manufactured according to specifications. The adapter was more likely damaged during use due to adapter over tightening. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the nurse was connecting the venous luer adapter to the dialysis machine and discovered there was a crack in the connector. The catheter was repaired with a repair kit and there was no patient injury.